Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. It should be noted that the mitraclip instructions for use (IFU) warns ¿do retract the gripper levers fully prior to retracting the dc handle. Failure to retract the gripper levers may result in higher forces to deploy the clip. This may result in worsening mitral regurgitation, cardiac injury or single leaflet device detachment (slda).¿ in this complaint it was reported that the user did not perform the gripper lever retraction step of clip deployment. Based on the information reviewed, the reported incomplete coaptation and clip migration appear to be due to user error, as the user did not retract the gripper levers prior to deploying the clip. The reported improper or incorrect procedure or method use was due to the user error of not retracting the gripper levers during the clip deployment step. The reported patient effects of arrhythmia and recurrent mitral regurgitation (mr) were cascading events of the clip migration. The reported patient effects of arrhythmia and recurrent mr are listed in the mitraclip system instructions for use, and are known possible complications associated with mitraclip procedures. The additional therapies/non-surgical procedures and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional mitraclip is filed under a separate medwatch report number.

Event description:
This is filed to report single leaflet device attachment/slda, partial clip movement, recurrent mitral regurgitation, delay, and hospitalization. It was reported that this was mitraclip procedure to treat functional mitral regurgitation (mr) grade 4+. On (B)(6) 2020, an xtw clip was successfully deployed. Then an ntw clip delivery system (cds 00619u196) was advanced to the mitral valve, and the clip was deployed. However, pulling the grippers back per the instructions for use was inadvertently not performed. Post clip deployment , the ntw clip detached from the anterior leaflet, but remained attached to the posterior leaflet (single leaflet device attachment/slda). As treatment for the slda, another clip was successfully implanted. Three clips were implanted, reducing mr 1-2. On (B)(6) 2020, the patient had clinically significant pre-ventricular contractions (pvs)s. Per physician, the slda ntw clip had more motion on the leaflet and was touching the ventricular wall, causing the pvs¿s. Additionally, the mr increased to 2. As treatment, the patient remained hospitalized and underwent a second mitraclip procedure. A clip (00325u145) was successfully implanted, stabilizing the ntw slda clip again. Post-procedure, the gradient had increased to 7mmhg after this nt clip was implanted. The gradient was left as is since the slda required this additional nt clip as treatment. No further treatment was provided. The pvc¿s resolved, the patient was extubated, and was in stable condition. One additional clip was implanted, reducing mr to 1. No additional information was provided.